Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to magnetic field or magnetic resonance imaging, pump error 75 (power supply test failed during self-test). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed customer received pump error 75 and pump was exposed to magnetic field. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the sleep current measurement test, active current measurement test and self test. No unexpected pump error 75 alarms during testing however, pump error 75 alarm (line number = 2188; file number = 33) is found in the formatted history file on (B)(6) 2024 07:50:08.000 due to a software error. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked case (battery tube), battery tube threads cracked and scratched case. Power error alarm (25) was found in history file on (B)(6) 2024 14:18:00.000. In summary, customer alleged pump error 75 confirmed. Expose to moisture confirmed. Exposed to magnetic field or MRI not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.